Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. This patient had been in nursing facility and the initial wound was treated with betadine and a pressure dressing; furthermore, this patient came back to clinic due to infected incision. The patient was treated with antibiotics. There were no additional adverse patient effects reported. The pacemaker was explanted.